Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 2:13 pm the result from the meter was 4.2 inr. At approximately 5:30 pm to 6:00 pm the result from the laboratory was 2.9 inr. The laboratory method was stago analyzers with the neoplastine reagent. There was no adverse event. The result from the laboratory was believed to be correct. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in warfarin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Customer stated that the meter was not regularly cleaned. Failure to decontaminate the meter prior to testing is known to affect the accuracy of test results.